Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a history/settings (inaccurate delivery) issue. The reporter stated that the user blood glucose (bg) readings were at or below 70 mg/dl; however, the readings did not reach below 40 mg/dl. There were no reported symptoms associated with hypoglycemia, nor was there a report of assistance by a third party, loss of consciousness, or seizure. The alleged bg excursion does not meet animas criteria for a serious injury and is therefore not reportable as an adverse event. Customer support has made several attempts to contact the reporter in follow up, however, the reporter did not respond. No further information was available; if further information is provided a follow up report shall be made. This complaint is being reported because of the allegation of an inaccurate delivery issue.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1 date of submission 06/09/2015-device evaluation:the pump has been returned and evaluated by product analysis on 05/27/2015 with the following findings: animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. A review of the pump black box data revealed that the total daily insulin deliveries recorded accurately reflected the user programmed basal rates. During testing, the pump was exercised for 24 hours with no errors, alarms, or warnings observed. A delivery accuracy test was performed and passed. The complaint was not duplicated and no defect was found.